Event description:
It was reported that the patient presented in the clinic for a follow up. Upon examination, the implantable cardiac monitor (icm) was noted to be eroded through the skin. The icm was experiencing under-sensing due to loss of contact noted in the pause episodes and physician failed to interrogate the icm. The icm was then explanted successfully. The patient's condition was stable.

Manufacturer narrative:
The reported events of under-sensing and failure to interrogate were not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis was performed, where sensing test at field and high sensitivity settings indicated normal device functionality. Also, device could be interrogated normally. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.